Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Low reservoir alarm function properly during test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her blood glucose level went up to 475 mg/dl. Customer's current blood glucose level was 465 mg/dl. She treated her high blood glucose level with shots. The insulin pump alarmed low battery and low reservoir. The reservoir compartment had a strong insulin smell. The customer was advised that the device would be replaced and agreed to return the product for analysis.